Event description:
Puncture site (right femoralis) after ablation slightly bloody, pressure bandage applied, dressing changed, slight oozing visible, no more further bleeding. The most suspected device is agilis sheath (abbott) used and in direct contact with the vasculature/access site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).